Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced increase in pain and shocking sensations. Surgery may occur to address the issue.

Manufacturer narrative:
The reported ¿uncomfortable stimulation¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. During analysis of the returned ipg no anomalies were identified that would have contributed to the reported issue.

Event description:
Additional information was received that surgery occurred during which the ipg was explanted and replaced to address the issue.